Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose over 600 mg/dl. Customer's blood glucose was 650 mg/dl at the hospital. Customer had a bent cannula that caused the high blood glucose, which led to the hospitalization. Customer was given injections to bring her blood glucose down and she was also treated with an IV. Customer was wearing the insulin pump at the time of the hospitalization. The high blood glucose event began a week ago. Customer has had 3-4 issues where the cannula was bent and she changed it out due to high blood glucose readings and a blocked insulin flow. Customer was unable to remove or change the infusion set at this time since she is at work and has no other set. Customer also reported a past event that was resolved by a complete set change.